Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which disk analysis indicated that the device was exhibiting premature depletion. Boston scientific technical services (ts) advised to replace and return for detailed analysis. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which disk analysis indicated that the device was exhibiting premature depletion. Boston scientific technical services (ts) advised to replace and return for detailed analysis. Another additional information received which indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.